Event description:
The manufacturer received information alleging a power v_bus dropped (e-0325) error code had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging a power v_bus dropped (e-0325) error code had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the batteries were "out of charge". The third-party service technician did not specify if the batteries "out of charge" was the internal battery or detachable battery had caused the error code to occur on the device. The third-party service technician did not specify how the issue was corrected for this issue. Additionally, during the service of the device, the blower chassis plate was replaced for physical damage unrelated to the reportable issue. The air foam inlet filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.